Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. The right atrial lead exhibited noise. The lead was successfully capped and replaced.